Event description:
It was reported that during a visual quality inspection at the subsidiary in japan, foreign matter contamination was found in 98 of 100 devices examined. There was no pt involvement.

Manufacturer narrative:
Date of event: the date of the event is unk. Date entered has been estimated. This reported complaint was confirmed. Devices and particulate were returned and evaluated and confirmed. The root cause was identified as lack of cleanliness at the supplier and poor process controls at the supplier. Incoming inspection was not effective. A new supplier has been selected and additional changes have been made to the inspection procedure. This report is being submitted to the FDA as a result of a retrospective review of product complaints.